Manufacturer narrative:
A titan otr pump, two cylinders, and detached inlet tubing with connector were returned for evaluation. A separation, with adjacent confined abrasion, was noted on the longer exhaust tube of the pump at the tube/strain relief junction. This was a site of leakage. No functional abnormalities were noted with either cylinder. A group of striations, indicating contact with unshod instrumentation, was noted on the detached inlet tube. This was a site of leakage. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the longer exhaust tube of the pump at the tube/strain relief junction indicated that the tube had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the detached inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Review of lot # for complaint trend, nonconforming report and CAPA review. No trends noted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a malfunction reported of the cylinder/pump & 1 left rear tip extender. The device was replaced.